Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with shield broken before use exposing needle.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with shield broken before use exposing needle.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 8036895. Customer states that the shield is broken. The returned syringe was examined and exhibited a damaged shield. A review of the device history record was completed for batch# 8036895. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200741138, 200740606, 200739466, 200741457] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root cause: likely a jaw jam of form fill & seal and then made it to packaging.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8036895. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200741138, 200740606, 200739466, 200741457] noted that did not pertain to the complaint.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with shield broken before use exposing needle.